Event description:
Related manufacturer reference number: 2017865-2022-04629. Related manufacturer reference number: 2017865-2022-04631. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon examination, it was noted that there was pocket infection. The physician explanted the pacemaker, the right atrial lead and the right ventricular lead on (B)(6) 2022. The patient condition is unknown.

Event description:
New information received notes upon examination, the cause for pocket infection with the pacemaker is pocket erosion. The patient was in stable condition after system explant procedure.

Manufacturer narrative:
Correction: previously reported g3 should have been mar 28, 2022 rather than mar 30, 2022. Additional information: b5 pocket erosion was noted and patient was in stable condition. Additional information: h6- update codes.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.